Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was not starting up properly, a malfunction occurred. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11 corrected fields: e1 (event site name), g2, h6 (medical device problem code)

Event description:
It was reported that during inspection performed by getinge field service engineers (fses), the cardiosave intra-aortic balloon pump (iabp) was not starting up properly. A malfunction occurred. 30 psi calibration was not possible. The power cord could not be wound up. The display was not showing properly. Lastly, charging was not possible. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11 corrected fields: d5, h6 (medical device problem code), g2. A getinge fse replaced the top lcd display, the ac power cord reel, the backplane pcb, the drive manifold assembly, and the power management pcb. All applicable/functional tests were performed.